Manufacturer narrative:
The t:slim x2 g6 pump user guide states "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 43 mg/dl. Bg was treated using intravenous dextrose. Customer experienced a headache and nausea due to low bg. Tandem technical support reviewed pump data and found that the customer did not stop the fill tubing sequence until 49.5 units were delivered. The customer acknowledged and indicated that the tubing was connected to the site when 17 units had been delivered. Tandem technical support educated the customer to ensure that the fill tubing sequence has been stopped and completed prior to connecting to the pump. Customer acknowledged. Reportedly, the customer was released 6 hours later with bg level 217 mg/dl feeling fine and functioning normally.